Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, patient catheter blocked, was recatherised in the morning with a folysil open end, ch16 catheter. 8mls of water used to inset balloon, nurse reported that resistance was felt when 8mls inflated therefore did not inflate to the full 10mls. One hour post insertion patient started to have blood clots causing the catheter to block. Call out received and catheter removed however only 6mls of water (from the balloon) was present patient required ed transfer due to haematuria and blood clots . Was unable to re insert a catheter in the community setting. Internal 72 hour review completed. Catheter disposed of.

Manufacturer narrative:
This follow-up is created as the initial MDR was submitted inadvertently. This device is not FDA approved and was not used in the us.